Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were not responding when ding a bolus and crack on the screen and had no delivery alarm. Customer stated insulin pump was not exposed to a change in altitude. Customer stated insulin flow block alarm was resolved by complete set change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.